Event description:
It was reported that the patient's implantable pulse generator (ipg) pocket site felt infected. No further information has been obtained despite good faith efforts. Additional information was received that the patient had symptoms of redness/swelling around pocket site. Nothing about the device or the procedure was known to contribute to the infection. No further action at this time.

Event description:
It was reported that the patient's implantable pulse generator (ipg) pocket site felt infected. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.